Event description:
It was reported that the pump exhibited an unspecified failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. D4: UDI number and g5 are unavailable. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: h6 - evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for the system failure is due to a primary audible alarm which may have been caused due to the speaker not operating as intended. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.